Event description:
It was reported that the patient underwent surgery for l5-s1 tlif with peek interbody device and posterior fixation at l4-s1 with semi rigid rods and pedicle screws. Five and a half months post-op, it was noticed that a setscrew in one of the l4 screws had backed out. No revision surgery is planned. The surgeon will continue to monitor the patient and movement of the setscrew. No patient complications were reported.

Manufacturer narrative:
The device remains implanted; therefore product evaluation is not possible at this time. Unable to determine cause of the event.